Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a blank display and the graphical user interface (gui) inoperable light emitting diode (led) was illuminated. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the issue and replaced the gui printed circuit board (pcb) and installed the latest version of the operational software. The unit passed all testing and operated within the manufacturing specifications.